Manufacturer narrative:
The console was field service at the user's facility, the laser arm was damaged. Therefore, the reported event was confirmed.

Event description:
It was reported that the handpiece and the laser beam were off, the console needs alignment. It was confirmed that the treatment beam and aiming beam were misaligned. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the handpiece and the laser beam were off, the console needs alignment. It was confirmed that the treatment beam and aiming beam were misaligned. The procedure was cancelled. There were no patient complications reported.this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. The console was field service at the user's facility, the console was inspected, the side over panel was opened and the wire harness broke. Investigation did not identify any damaged or issue related to the reported allegation. Therefore, the reported allegation was not confirmed.

Event description:
It was reported that the handpiece and the laser beam were off, the console needs alignment. It was confirmed that the treatment beam and aiming beam were misaligned. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.